Event description:
A consumer's father reported that a few days after an intraocular lens (iol) was implanted in his son's right eye, his son had blurred vision. The surgeon told the consumer that the iol had rotated off axis by ninety degrees. The iol was repositioned one week after initial implantation. In a follow up, the consumer's father reported that his son's vision had become blurred again. The surgeon then exchanged the iol for another lens one month after it was initially implanted. In a follow-up, the surgeon reported the use of an unapproved viscoelastic, cartridge and handpiece combination. He reported that the event resolved with the iol exchange and the cause of the event is unknown.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicates that this lens was used with an approved cartridge and handpiece, but an unapproved viscoelastic. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint. The sample was not returned. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).